Event description:
During a cavotricuspid isthmus dependent atrial flutter ablation procedure, a cancellation occurred due to cardiac signal loss. During the procedure the signals from the right atrium and coronary sinus were unable to be displayed at the same time. The connector cables from the catheters were changed, the ports on the pin box were reprogrammed, the pin box was changed, and the system was restarted but there was no improvement. The procedure was cancelled and rescheduled. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cancelled procedure could not be conclusively determined.